Event description:
It was reported that, during a tka surgery, a jrny ii bcs art isrt trl sz 5-6 9mm rt was worn out. In addition, it had chips and scarring from use. This happened before use in patient. Surgery was performed, without any delay. However, it is unknown how the procedure was finished. Patient was not harmed as consequence of this problem. No other complications were reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned device confirmed the stated failure mode. The device is extremely worn rendering it inoperable. The device has deep gouges and scratches in the plastic. The device shows signs of extensive use. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.